Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient experienced heating at the ipg site. As such, surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted and replaced with a new ipg addressing the issue.

Manufacturer narrative:
The alleged ¿heating at the ipg site¿ was not confirmed. Analysis of the returned device consisted of placing the device in a chamber heated to 37°c once stabilized stimulation was turned on. After 4 hours, the temperature of the ipg did not increase at all. As there was no rise in temperature, the device met the product requirement specification for heat generation during use. After stimulation was turned off and the ipg was removed from the chamber the ipg¿s surface temperature returned to its original ambient temperature within the expected time frame. During analysis no anomalies were identified that would have existed prior to explant that would have contributed to the alleged complaint.